Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Skin reaction was described as a red rash in the shape of the sensor with bumps. The reaction was located on the arm. On (B)(6) 2016, the patient consulted with their doctor during a regularly scheduled appointment. The patient showed their doctor the skin reaction that was located on the arm, due to the adhesive from the continuous glucose monitor's (cgm) sensor pad. The doctor did not prescribe any treatment or medications. Affected area was treated with cortisone cream. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).